Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical products: 694965, lead; 5071-53, lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) leads and right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.